Event description:
It was reported that pump displayed malfunction code 24 with fault ID 0x2219 and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support but communication was difficult due to muffled audio, caller ended call after being given call-back number, and support planned to replace pump and complete return process at follow-up.